Event description:
As reported lv lead was capped due high pace impedance measurement of 2,000 ohms and high pacing threshold. Lead capped and replaced with transvenous lead. Patient was hospitalized; antibiotics given.

Event description:
Lv lead was capped due high pace impedance measurement of 2,000 ohms and high pacing threshold on (B)(6) 2020. Additional information received on june 09, 2020 indicates that the lv lead was explanted on (B)(6) 2020 due to infection patient was hospitalized; antibiotics given.